Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device memory was reviewed. We confirmed that the device declared eol after experiencing one consecutive charge times greater than the 30 seconds. To determine if the device¿s rate of battery depletion was normal, our technicians compared the observed rate of battery usage to the expected rate of battery usage. The results showed that the monitoring voltage was normal based on therapy use to date and programmed settings. Although the battery itself had not depleted prematurely eol was triggered earlier than expected by charge times in excess 30 second eol charge time limit. Laboratory technicians and engineers concluded that this device did not experience premature battery depletion. Rather, an eri/eol charge time replacement indicator was declared due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was replaced after triggering elective replacement indicator (eri). It was noted that eri was reached after being implanted for four years. It was noted that this patient received one shock and the device paced minimally during the device life. Premature battery depletion was alleged. This device was explanted and is (B)(4) to boston scientific. No adverse patient effects were reported.